Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 12/29/2015, to report a skin reaction under the sensor patch adhesive that occurred on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2016. Patient's mother described the skin reaction as being very red with pus, outlining the sensor adhesive pad. Patient's mother reported that the patient had a doctor's appointment on (B)(6) 2015 for the reported skin reaction. Patient's physician suggested using 2 over the counter (otc) products to treat the skin reaction; neosporin and flonase. Additionally, patient's physician suggested that the patient try sensor insertions to be placed at the upper buttocks. Patient's mother reported that they are trying sensor insertions at the upper buttocks starting today, (B)(6) 2015. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).